Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17170651) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f brite tip catheter sheath introducer (11cm str) was attempted to be used during a procedure; however, the distal end of the sheath was frayed and could not be inserted. Therefore it was replaced with a new brite tip sheath and the procedure was completed successfully. There was no reported patient injury. The product will not be returned for analysis. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown.

Manufacturer narrative:
After further review of additional information received have been updated accordingly. As reported, a 6f brite tip catheter sheath introducer (11cm str) was attempted to be used during a procedure; however, the distal end of the sheath was frayed and could not be inserted. Therefore it was replaced with a new brite tip sheath and the procedure was completed successfully. There was no reported patient injury. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product was not returned for analysis. Review of lot 17170651 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi as was done in this case. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.